Event description:
New information received notes the pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery, no radio frequency (rf) telemetry and unexpected mode switch were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
Correction: section h6: "inappropriate or unexpected reset" coding was selected in error and should have been " device in backup-mode." For pacemaker

Event description:
It was reported that when attempting to re-interrogate the pacemaker in backup vvi mode, the device could not be interrogated. Unplugging the radio frequency (rf) antenna to trouble shoot did not resolve the issue. Magnet rate was lower than the expected end of life (eol) threshold. The pacemaker is subject to the 2022 zenex, assurity, and endurity pacemaker laser adhesion safety notification. Attempts to download data from the device failed. All telemetry tests were unsuccessful. The patient was pending explant. The patient was stable.